Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Event description:
In 2007, pt had successful implant of a 25-16-140bl bifurcated device and a 25-25-75l proximal extension. F/u revealed a gap between the bifurcated and proximal devices, indicating a proximal type iii endoleak, and approximately 1cm sac expansion. In 2009, the pt was treated with two additional proximal cuffs with good results.